Event description:
I am a type 1 diabetic and my continuous glucose monitor, the dexcom g7, has been horrifically, and more concerningly, inaccurate in it's readings in comparison to my finger sticks. I am talking anywhere from 40-120 mg/dl points off, either that much higher than my finger reading or lower, both of which come with their own risks. This has been going on for a few months, and I have been seeing/hearing about others using this device having this same problem. Further, I want to note, this was not an issue when it was initially released and for a few months after. However, the most recent months (I would say about halfway through last year, 2024, or so), I began to notice the readings being incredibly off, even past the initial 24hour period of putting a new one on. Back in (B)(6) 2024, I did have an event at urgent care where it was 100 points off, saying I was around 100 going down, but a finger poke showed I was in the mid to high 200s and was developing a concerning amount of ketones. The event that led me to making this complaint, however, happened earlier on (B)(6) 2025. I had just ate a decent amount of carbs and pre-bolused for it (I even checked my blood sugar with a finger poke and bolused off of that given all of these problems). Around 15-20 minutes after I finished eating, my dexcom g7 read 82 mg/dl as my blood sugar going slightly down, but I was already feeling nervous about it, so I checked it with a finger stick, which read 43 mg/dl, and I still had about 7 units of insulin on board. I was freaking out and downing every glucose tablet, sugar packet, glucose gel, and so on, and had my parents on standby with emergency tools given, like the nose glucagon powder, just in case. Luckily, I was able to raise my blood sugar and all was well, but I can only imagine if I hadn't checked, been very on getting sugar to quickly boost it, and/or had no people around me in case something did turn for the worse. Even as I type this, just 20 minutes ago my cgm said my blood sugar was 114 mg/dl, and as I was about to sleep, I double-checked it with a finger poke, and I was actually 70 mg/dl. I correct, check it about 10 minutes later, dexcom g7 saying I am 170s going straight up, I check with a finger poke, and I am in the low 120s. I check throughout the day now, and some of the time it is only 2-5 points off, but even if I calibrate often all day, it still gets incredibly off, and again, well into wearing it (they warn the first 24 hours may be off, hence why I mentioned earlier, which I also have a problem with, but I digress, it should be working when it has been on for 4 days and not this all over the place). It is also worth noting I have not taken any medicine with acetaminophen in it, as they warn this could throw readings off, so I avoid it at all times. This whole situation is incredibly frustrating and very, very scary as this can have incredibly dangerous consequences to any of us experiencing these errors. I am going to switch back to g6 asap, as have many others experiencing this, but until I can get a script approved, I am now in constant fear of incredibly low or high blood sugar, especially when I sleep, and not knowing about it. Even if we check and calibrate, like I have been diligently, we still suffer the repercussions of whatever it is dexcom switched to cause this faultiness in their g7 cgms. I have read others' experiences, and they reached out to dexcom, and I plan to after this as well, explaining and complaining of these critical errors, and dexcom is dismissive, lacks accountability, and further says they have not heard reports of these issues. That in itself is incredibly frustrating, not to mention concerning, as well. I presume they changed something in their product development/quality control department to cause such a drastic shift in the wellness of their product, but of course I am no professional. I saw online the FDA is investigating, but to be safe, I wanted to put my 2 cents in. Thank you! Reference report: mw5168224.